Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to a kinked cannula, and it was noticed when the patient removed it from the body. The patient's blood glucose was reported to be 772 mg/dl which the patient tried to resolve via bolus by the pump. The infusion set had been used for eight hours. Subsequently, on (B)(6) 2020, the patient was hospitalized and was administered some unspecified medication intravenously (drug name unknown), fluids of saline and insulin which resolved the issue. Further, on (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.